Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was found bent out of box. It was noted it may be the lead stylet that was bent, not the lead body. A new lead was used, and the event was resolved. No symptoms were reported as a result of the event.